Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, a cracked display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was cracked when the tubing was caught on the car door and the door closed on the insulin pump. The blood glucose reading was 160 mg/dl. The customer reported that the crack was to the upper left had corner of the display screen. The customer was unable to read the screen. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.